Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2004, the plaintiff was implanted with a monarc sling system "with the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence." The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, additional surgery and/or other injuries," "has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment," and "has sustained permanent injury." It was also alleged that the plaintiff "injured her health, strength, activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.